Event description:
It was reported that the patient presented for a right ventricular lead implant procedure. The patient reported some chest pain the following morning. An echocardiogram was performed and perforation was confirmed. The lead was repositioned successfully. The patient was in stable condition post-procedure.